Event description:
It was reported that the patient faced an event where infusion set fell off during use on (b)(6)2026 which led to high blood glucose and it was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380